Event description:
Covidien received information stating that the upper display of an 840 ventilator has lines. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The cse verified the unit passes complete performance verification.